Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® brand sst ii advance tubes containing silica and gel there was an issue with underfill. It was stated ¿the tubes are not filling enough, they are filled in with 3.5-4 ml. There is not enough sample to perform the analysis.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfill was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed. Testing of the customer samples was conducted and underfill was not observed. Additionally, testing of the retain samples was conducted and underfill was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.